Event description:
Customer reports to have received a motor error alarm during bolus delivery. Customer also reports that insulin pump is crack at reservoir compartment. Customer's blood glucose was 20 mmol/l. During troubleshooting, it was found that customer was not exposed to magnetic field or MRI. Customer does use sensor features. Customer is able to complete rewind sequence. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.